Event description:
It was reported that poor sensing and capture threshold were noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the complaint could be verified. Electrical analysis revealed a short circuit among all conduction paths. External insulation abrasion was found at 57.7cm-58.2cm from the is-1 pin. The etfe coating fo one sensing and rv conductor was abraded at the same location. External abrasion was also found at 6.9cm-7.1cm from the is-1 pin consistent with lead friction to the ICD. Internal lead insulation abrasion was found under the rv shock coil at 60.0cm from the is-1 pin. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Sensing coil was fractured at 6.9cm. Internal insulation abrasion found underneath the rv shock coil at 60.0cm from connector pin. Etfe coating was abraded at 60cm.